Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the blade was broken off during use. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad and not returned. The blade was found to be broken at the discolored (blue). The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.